Manufacturer narrative:
Batch review performed on 26 july 2018: lot 179303: (B)(4) items manufactured and released on 10 april 2018. Expiration date: 2023-03-20. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During the surgery the insert didn't couple the cup. The surgeon implanted successfully a new liner of the same reference.

Manufacturer narrative:
Metrological analysis performed by quality control manager on 29 august 2018: from the documentation of lot, don't emerge anomalies; the whole dossier of manufacture is conforming to the specific project. The dimensional control, has not identified any anomaly or production defect. The device are conforming to the specifications of project visual inspection performed on 26 september 2018: pe liner dimensional analysis has been requested. Dimensional analysis did not reveal any quote out of tolerance. It is not possible to determine a device related root cause.